Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 40 mg/dl. Low bg cause was not known. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.